Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was found unresponsive and taken to the emergency room. The patient also had respiratory distress. An overdose was suspected. The patient was admitted to the hospital. There was a motor stall and recovery alarm and whether this was following an MRI was not confirmed. No volume discrepancy was noted. The correct concentration, drug and dose were programmed. The drug reported was dilaudid. The pump was last refilled on (B)(6) 2011. It was also reported that the patient does take oral pain medications. Additional information has been requested from the hcp, but was not available as of the date of this report.